Manufacturer narrative:
G4: 13nov2020, b4: 16nov2020. A front bezel was return for analysis. An investigation was performed to determine the cause of the liquid ingress due to variability of the assembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 09oct2020. B4: 13oct2020. The service engineer (se) replaced the front bezel to address the navigation ring issue. The se also found the oxygen concentration was set to 60 %, a measured value was 65.2 % so the flow sensor assembly was replaced. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17sep2020.

Event description:
It was reported that while in use, the ventilator's "settings" moved by themselves, indicating a navigation ring issue. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. Patient information was not provided. The manufacturer¿s international service technician confirmed the reported issue and found a failure in the flow sensor. The front bezel and flow sensor will be replaced.